Event description:
It was reported that the patient could not turn their device off. The stimulator had shut down at the hospital the day prior, as it was over stimulating the patient. The patient felt stimulation even though it was supposed to be off. After having the device shut off, at 6 pm, the patient could not turn the device off. The patient was having pain on the right side of their head and a pulling in the groin. The patient could not urinate. The patient was seen the following morning at the pain clinic. There was no programmer available. The patient still could not urinate, and felt as if his bladder was going to burst. The patient felt as if this was an emergency and requested the wires to be cut and a catheter placed. A programmer was obtained and the device was turned off. The patient was able to urinate, and the pain also discontinued. Normal pain returned, but it was bearable. The patient programmer showed the device was off. Even with the device turned off, the patient still felt stimulation. The patient spoke with the clinic nurse, but it was unknown what he was advised. The patient felt as if he couldn't rely on the stimulator, as he didn't know if it would turn on or off when needed. The patient also experienced a pins and needles sensation. The patient was redirected back to their physician for follow up care. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3877-45, lot# 0205481764, implanted: (B)(6) 2012, product type lead; product ID 3877-45, lot# 0205514171, implanted: (B)(6) 2012, product type lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).